Event description:
It was reported that there was a substantial drop in lead impedance, so the lead was replaced. When the new lead was attached to the device, oversensing/noise on the ventricular pace/sense channel occurred. Attempts were made to disconnect and reconnect the lead, but it could not be resolved. Therefore, the device was also replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.